Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge field service engineer (fse) evaluated the iabp unit and was unable to reproduce the reported issue. The fse exorcised the iabp and there was no issue with the iabp. The iabp was fully calibrated and the fse performed all functional and safety checks to meet factory specifications. The iabp was then released to the customer and cleared for clinical service.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) cannot start pumping after the balloon is filled. It is unknown under which circumstances this event occurred. No patient was involved during this event. No adverse event was reported.